Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
The patient had "wonderful results" during her trial; it resulted in "100% pain relief". Following implant, the patient was told that she was at a higher dose than when she was going through the trial, but she was still experiencing a significant amount of pain. The physician had mentioned a 'placebo effect' and was wondering if that was why the patient got pain relief during the trial and wasn't getting pain relief after the implant. By mid-february, the patient had had 4 dosage adjustments since implant and was still in a "significant amount of pain". The patient was also experiencing numbness in her left buttock and leg. The numbness woke her up 3-4 times per night and made it difficult to sit for very long; she couldn't walk, stand or sit for any length of time. These were the same symptoms the patient had before the devices were implanted. The patient also reported that her stomach was bloated after implant; this was now going down. It was noted that the pump "hooks onto ribs" when the patient moved a certain way, which seemed to be happening more frequently. The device system was used to deliver bupivacaine and morphine; this was the same medication used during the trial. All oral medications were stopped following implant of the pump. In early (B) (6) 2010, in follow-up, the physician reported that the event was not attributed to the implanted devices. The patient was a new implant who would be back to allow for adjustments to the intrathecal treatment. In late (B) (6) 2010, the patient reported, "I developed a lump at the catheter site which I was told was a lipoma. It has caused me increased pain, and urinary incontinence. Now after research, I find that this is a granuloma that is a mass that forms at the tip of a catheter." The patient wanted to look for another physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.